Event description:
It was reported that the lead dislodged. During the lead revision, the physician noted body fluid inside insulation, so the lead was replaced.

Manufacturer narrative:
No medwatch form was received.